Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the device malfunction was confirmed. However, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the serial digital interface cable was used in a case where there was intermittent image. The issue occurred during a therapeutic liver resection procedure. There were no reports of patient harm and the procedure was able to be completed using the same set of equipment.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.